Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may not require any intervention or it may require intervention. In this case, intervention was required. The device was not returned for evaluation due to endocarditis, as it remained implanted. Therefore, the root cause for the pannus and endocarditis remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A lot history review was performed and no events with the same defect were found.

Event description:
It was reported that a 25mm aortic valve was explanted after an implant duration of 1 year, 3 months due to pannus formation and endocarditis. A 27mm valve was implanted in replacement. The patient outcome was stable. As reported, the surgeon felt that the pannus formation happened first and endocarditis happened secondarily as a result of pannus formation.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the procedure was due to enterococus faecium endocarditis, vegetation, thrombosis, and extensive pannus formation. A 27mm valve was successfully implanted in replacement. Patient outcome was stable. As reported, the surgeon felt that the pannus formation happened first, and endocarditis happened secondarily as a result of pannus formation. Per obtained medical records, the source of infection felt to be an episode of cholecystitis. The patient was discharged in stable condition on post-operative day six.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update based on the available information, the root cause of the event was due to patient related factors and the progression of the patient's underlying valvular disease pathology.